Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. All buttons function properly. No failed batt test alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thus. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm or failed battery test alarm found in the history files or traces. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and minor scratched lcd window. Keypad/button unresponsive/button error alarm and failed batt test alarm not confirmed. Cosmetic damage confirmed on the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kr. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a keypad anomaly and/or stuck button alarm. The customer called for an issue not covered by existing troubleshooting guides for the general documentation. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1780kr.